Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a traction injury to the hypoglossal nerve during the procedure due to the difficult patient anatomy. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2026. It was noted that the implant procedure was difficult due to the patient's anatomy. During the procedure the physician had to go high to get to the carotid bifurcation which was under the mandible and had to significantly retract the hypoglossal nerve. Following the procedure the patient experienced issues with tongue movement and swallowing. On (B)(6) 2026 it was reported that there was some improvement in swallowing which was largely behavioral as the patient accommodated the lack of tongue mobility. It was noted that the face was intact in terms of sensation and the smile was symmetrical, with deviation of the tongue towards the site of injury. Per the physician the issue was due to a traction injury to the hypoglossal nerve during the procedure. The physician planned to contact plastic surgeons to determine if there were any interventions that could improve function. The physician noted most of the intervention is giving time for healing and monitoring. The physician confirmed they would regularly follow up with the patient to monitor progress and determine if any additional intervention could be offered.